Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/05/2015 and found that tubing located between two y-fittings and leading to valve vl46b had a hole in it, which was replaced along with kinked tubing near the flowcell to resolve the leak. Following the repair, the system was verified and validated. (B)(6).

Event description:
The customer reported approximately 2ml of a light pink fluid leaked onto the counter top while running latron on a coulter lh 780 hematology analyzer. Service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.